Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a pt underwent a tlif using rhbmp-2/acs and a peek interbody device. At an unk time post-op, the pt developed severe back pain and recurrence of leg pain. A fluid cyst formation within the spinal canal was seen on MRI. The cyst extended from the region of the posterior aspect of the cage into the canal and toward the area of the excised facet joint, resulting in compression of the exiting nerve root. The pt was treated with an oral course of prednisone.